Event description:
Reported by the complainant as follows: complainant was advised to call us to report this incident after discussions with the tvn. This pt, (B)(6) female, was admitted to itu with aspiration pneumonia and decompensated liver failure. Due to her condition, she had a very low albumen and her clotting was off. She also had profuse diarrhoea. No colonoscopy or other rectal investigations were carried out prior to insertion of the flexiseal. Due to her condition, the skin on her bottom was breaking down rapidly and it was decided to insert a flexiseal. The device was inserted on the (B)(6)2008. On (B)(6)2008, the device started to bypass faecal fluid. On (B)(6)2008, the device was expelled on multiple occasions by the pt but reinserted by staff. It was eventually discontinued later on (B)(6)2008 because the pt appeared unable to retain it. On the (B)(6)2008 "spurting" blood was noticed at the rectal areas. Surgeons attended and confirmed rectal varices. These were stitched by the surgeons who indicated that flexiseal was the cause of the rectal bleed. Pt went on to have continuous blood stained stool and 2 significant rectal bleeds before dying on (B)(6)2008. Staff on the unit feel that flexiseal was not necessarily the cause of the bleed and that there may have been some fragile, potential bleeding points prior to insertion. On discontinuation of the device, dot states that the pt's skin broke down so badly that they had to have her almost anaesthetized when cleaning her bottom and feels that the pt would probably have benefited more from having the device in situ even with the pr bleeding. The staff on the unit are happy to continue use of the product and are not discouraged from using it in the future.

Manufacturer narrative:
(B)(4). This event was originally assessed and deemed not reportable per the convatec MDR procedure in (B)(6) 2008 / (B)(6) 2009. However, during a recent FDA inspection from (B)(6) to (B)(6) 2010 (which included consultative review between the inspector and osb). It was determined that the serious injury (but not the death) described in this event was reportable under 21 cfr part 803. (B)(4)